Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the vial of test strips was open when they received their new product. The user performed a control solution test with the subject test strips and the results fell outwith the range as printed on the test strip vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.